Event description:
It was reported that during routine follow-up, this pacemaker was found to be in safety mode. The device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during routine follow-up, this pacemaker was found to be in safety mode. The device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated analysis: the returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. This device was not able to maintain telemetry connection long enough to obtain a memory download for review. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation.

Event description:
It was reported that during routine follow-up, this pacemaker was found to be in safety mode. The device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.